Manufacturer narrative:
Section d references the main component of the device system; other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer¿s representative regarding a patient who was receiving li oresal [2000 mcg/ml] at a dose of 1326 mcg/day via an implantable pump for intractable spasticity. It was reported on (b)(6 2016 that the patient had not gotten a good response from the intrathecal baclofen therapy since implant in (B)(6) 2016. The managing physician had spoken with the neurosurgeon/implanter about the patient and continued to increase dose per the neurosurgeon¿s recommendation. However, once the dose got up to over 1300 mcg/day of lioresal with patient still not responding to the therapy, the neurosurgeon agreed to take the patient back to surgery to check the catheter. It was indicated that there were no environmental/external/patient factors that may have led or contributed to the issue. The managing physician continued to increase dose since may with no response from the patient. The managing physician and neurosurgeon did a dye study in (B)(6) 2016 to check the catheter. They accessed the catheter access port (cap) but were unable to pull back cerebrospinal fluid (csf). At that time, the neurosurgeon considered the dye study to be normal and told the managing physician to keep increasing the dose. On (B)(6)2016 they repositioned the catheter tip (pulled it down to about t10) until they began to get good csf flow; they did this by cutting the catheter at the spinal segment then spliced it back together with a connector. Surgical intervention occurred as this catheter revision performed in the operating room on (B)(6) 2016 where they repositioned the catheter tip lower in the intrathecal spaced (around t10) so that he could get good csf flow as they were unable to get csf flow with the previous location of the catheter tip. It was indicated that at the time of the report the patient status was ¿alive ¿ no injury¿ and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.